Event description:
It was reported that the implant at tooth site #19 was removed due to infection. CT scan in 4 months for re-eval. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.